Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a microwave procedure. Prior to penetrating the access site, it was reported the tip of the applicator probe bent. The tip remained intact with the probe. The device was set aside and a new of the same device was used to successfully complete the procedure. The patient suffered no harm or injury due to the event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one pmta accu2i standard applicator. A visual examination of the device noted that the tip of the applicator was broken. The site of the break appears clean and occurs where the tip meets the shaft of the device. The internal ptfe insulation appears to be bent and drawn out, leaving a "tail" from the end of the shaft at the site of the fracture. This indicates the tip was bent, triggering the fracture. Functional testing could not be performed due to the condition of the returned device. The customer's reported complaint description of the tip of the applicator being bent is confirmed. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. The customer's reported complaint description of the tip fracture is confirmed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Based on the device history review this event does not appear to be due to a manufacturing defect. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. The IFU states; "avoid placing lateral forces on the applicator tip during placement or removal and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).